Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure through normal density tissue, the needle was allegedly bent while penetrating the tissue. It was further reported that coaxial needle was not used. The procedure was completed using another device. Reportedly, the needle was pulled out from prostate by force. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one maxcore biopsy device was received for evaluation. During visual evaluation, the device appeared to be clean, and the device was returned half primed, leaving the sample notch exposed. On further observation, the cannula and sample notch were noted to be bent. Further functional testing was not performed, due to the nature of the complaint. Therefore, the investigation is confirmed for the reported bent issue as the cannula and sample notch of the returned device were noted to be bent. However, the investigation is inconclusive for the reported difficult to remove issue as the condition of use cannot be replicated under laboratory condition. A definitive root cause for the alleged needle bent and difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiry date: 03/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure through normal density tissue, the notch of the needle was allegedly bent while penetrating the tissue. It was further reported that the device allegedly had resistance while removing from the patient and the needle was allegedly pulled out from the prostrate by force. A coaxial was not used and the procedure was completed using another device. There was no reported patient injury.